Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The patient was in the ER (emergency room) complaining of overdose symptoms. The patient had a headache, sweating, and a decreased blood pressure. The patient also had an elevated wbc (white blood cell) count. Upon assessment, the ER doctor transported the patient to the cancer treatment centers of america to her managing physician. An MRI was performed to rule out a possible infection or metastasis in the brain. Per the initial reporter, the infection could be related to the pump. The physician chose to explant the pump and catheter. During the explant procedure, the catheter was found to be out of the intrathecal space and there was a cerebral spinal fluid leak. The device system was delivering hydromorphone. The patient¿s outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.